Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 360p from heartsine technologies, (B)(4) on 28th june 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2017. The device successfully performed the subsequent weekly auto self-test on the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to a shock button error. The user would have been alerted with a "warning, device service required" prompt and a flashing red status led. As this is a critical error the device shutdown before completing the remainder of the self-test. The device continues to record self-test fails due to a shock button error, up to the last log entry prior to receipt at heartsine on the (B)(6) 2017. The returned pad-pak was inserted into the device. The device was power cycled and immediately shutdown with a "warning, device service required" prompt. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was due to a fractured joint on the membrane circuit board. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device service requested.